Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. The patient thinks the leadless implantable pulse generator (ipg) is not working. The leadless ipg remains in use.